Manufacturer narrative:
The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur. Healthcare professional reported capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "lumps in the armpits, leaking, gel bleed and exchange." This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported lumps in the armpits, leaking, gel bleed and exchange. Later healthcare professional reported "had capsule". Later healthcare professional reported "did not see a visible rupture, but there was silicone in the pocket". This record is for the right side. The device has been explanted and replaced with another manufacturer's device.